Manufacturer narrative:
Insulin pump was received with unresponsive button, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were attempting to bolus when the numbers on the insulin pump begun scrolling and would not stop. Customer stated that the insulin pump may have gotten wet while in the rain. Customer's blood glucose reading at the time of the call was 114 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.